Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the suction stop tracking during the procedure. It was suspect that the tip was damaged by the health care professional when he was drilling. There was no delay to the case. No impact on patient outcome.